Event description:
The pt was not able to adjust stimulation. The pt's programmer display showed "call your doctor" icon, power on reset (por) condition. The por was noticed after implantable neurostimulator revision surgery. Additional information has been requested from the health care professional, but was not available as of the date of this report.